Event description:
It was reported that a patient was in the bed and allegedly the fowler dropped when raised electronically due to a broken CPR isolator which was damaged from the fowler motor not being fully seated into it. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was in the bed and allegedly the fowler dropped when raised electronically due to a broken CPR insolator which was damaged from the fowler motor not being fully seated into it. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.